Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated arctic sun device has an alert 113 (reduced water temperature control) and patient was not cooling. Mis confirmed patient temperature was 38.8c, target temperature was 37c, water temperature was 26.8c, flow rate was 2.1lpm. System diagnostics outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 26.7c, chiller temperature (t4) 27.0c, inlet pressure was -7.0psi, circulation pump command was 25, mixing pump command was 100, heater command was 0, water reservoir level was 5, system hour was 1493, pump hour was 1216. Mis advised this device to need to go to biomed labelled 113 not cooling. Nurse sent device to biomed. Per additional information received via biomed, biomed has a stat that was not cooling, chiller temperature (t4) was around 23 degrees and remained there, device would be coming in for service. Per sample evaluation results received on 14dec2022, it was reported that the root cause was determined to be a failed chiller. The mixing pump would not generate sufficient pressure to efficiently pump water into the chiller tank to overcome the ctu heater during the test. It was stated that failed chiller efficiency test due to weak mixing pump. It was noted that the outlet tube of the circulation pump had expanded and no longer held the diverter, which was found floating in the tank. It was also noted that replaced the circulation pump outlet tube.

Event description:
It was reported that the nurse stated arctic sun device has an alert 113 (reduced water temperature control) and patient was not cooling. Mis confirmed patient temperature was 38.8c, target temperature was 37c, water temperature was 26.8c, flow rate was 2.1lpm. System diagnostics outlet monitor temperature (t1) was 26.8c, outlet control temperature (t2) was 26.8c, inlet temperature (t3) was 26.7c, chiller temperature (t4) 27.0c, inlet pressure was -7.0psi, circulation pump command was 25, mixing pump command was 100, heater command was 0, water reservoir level was 5, system hour was 1493, pump hour was 1216. Mis advised this device to need to go to biomed labelled 113 not cooling. Nurse sent device to biomed. Per additional information received via biomed, biomed has a stat that was not cooling, chiller temperature (t4) was around 23 degrees and remained there, device would be coming in for service. Per sample evaluation results received on 14dec2022, it was reported that the root cause was determined to be a failed chiller. The mixing pump would not generate sufficient pressure to efficiently pump water into the chiller tank to overcome the ctu heater during the test. It was stated that failed chiller efficiency test due to weak mixing pump. It was noted that the outlet tube of the circulation pump had expanded and no longer held the diverter, which was found floating in the tank. It was also noted that replaced the circulation pump outlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.